Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The rotational collar was separated from the clamp assembly. A functional evaluation was performed. The retaining ring was severed. The rotational collar could not be secured to the clamp assembly. The complaint was confirmed and the root cause has been associated with a fracture problem. Factors, which could have contributed to the complaint event, include an application of unintended excessive force to the device or a weakening of the ring material over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, after setting the spider, the traction accessory was separated when turning it. The procedure was completed using the s+n lateral traction positioner. A significant delay was reported. No other complications were reported.